Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician performed the transseptal puncture successfully and then two minutes later administered heparin to the patient. The physician then inserted the was into the patient and positioned it in the laa. While preparing the wds it was noted that there was a thrombus that formed on the tip of the was. The physician successfully aspirated the thrombus and removed it from the patient. The procedure was continued after this and was completed successfully with the closure device implanted in the laa of the patient. There were no other patient complications that occurred as a result of this event. The patient is doing fine following the procedure.